Event description:
It was reported that the customer had a problem with the enlite sensors. Customer stated that they had a bent cannula. Customer also stated that this morning, the transmitter did not blink and when she moved it, there was no cannula. Customer's two lost sensors will be replaced. Customer's blood glucose level was 200 mg/dl. Customer stated that there is nothing there and the needle is not there. Customer cannot see it up inside the base. The cannula is not stuck or bent to the adhesive. Sensor was inserted in the abdomen on the left side. Customer noticed the issues after removing the sensor. Customer stated that she had trouble removing the needle and thinks the cannula is stuck inside the needle. The sensor was worn for a minute and the sensor cannula is not intact. Customer does not feel like the sensor cannula is in her body. Customer stated that the previous sensor also caused a similar issue except the cannula was only partially there. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.